Event description:
It was reported that the customer's insulin pump had condensation behind the screen and numbers kept going by themselves when the up arrow was being pressed. Customer stated blood glucose was fine and did not want to provide. Customer also stated the insulin pump may have been exposed to moisture but was neither dropped nor hit. Insulin pump replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent button response on the escape and up arrow buttons due to corroded keypad traces also, moisture damage was noted on all electronic assemblies and corrosion on motor assembly noted. No unexpected scrolling or ramping of numbers noted during our testing. The insulin pump had cracked lcd window, cracked case at the display window corners, cracked reservoir tube lip, scratches on the reservoir tube window and cracked battery tube threads.